Event description:
Physician placed wire through wolf cystoscope. Was intact at time of placement. Using fluoro. Then pulled the cystoscope out of the body and proceeded with the storz ureteroscope. This is when they saw the wire split under direct visualization as they ran the scope up the ureter. Pieces of wire were completely sheered off and had to be fished out of the body using an extractor.